Manufacturer narrative:
The pump remained in use until the patient passed away (MFR # (B)(4). A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a computed tomography(CT) scan on (B)(6) 2022 that showed new small volume subarachnoid hemorrhage associated with occipital lobe infarcts and new petechial parenchymal hemorrhage associated with a left frontal lobe infract. There was a questionable hemorrhagic conversion of left cerebellar infract noted. Increased edema associated with multifocal bilateral frontal, parieto-occipital, cerebellar infarcts with increased local mass effect was also reported. There was no midline shift. A repeat CT scan was done on (B)(6) 2022 noted no significant change with evolving multifocal infarcts and a few small areas of possible hemorrhage. No further imaging was done for this admission.